Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet and delayed changing the infusion set until instructed by a healthcare provider; once the infusion set was changed, blood glucose began to regulate, and the agent advised the user to change supplies if hyperglycemia persists beyond 90 minutes and to contact support for troubleshooting. Symptoms included high glucose to 347 mg/dl. Outcomes included troubleshooting guidance and completion of education with additional training assigned. Investigation included customer interview and case review. Investigation of this case revealed that an infusion set issue was the likely cause of the hyperglycemia, with device performance restored after infusion set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.